Event description:
It was reported that the patient underwent an ipg relocation for an unknown reason. Additional information was received that the patient had no issues with the ipg.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg relocation for an unknown reason.